Event description:
The examination chair has a solarlite exam light attached to the back. This light is mounted on a goose neck arm for positioning. The light gets very hot. The light can also be placed near or on the upholstery. All eight of facility's chairs had burn marks either on the headrest or on the top portion of the chair. The lights have been removed from the chairs and the chairs have been re-upholstered.